Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that his one touch ultra meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The pt said the alleged product issue occurred since he began using the reported vial of test strips. He said he was getting unspecified higher blood glucose readings and in response took an additional 4 units of humulin insulin. Immediately afterward, he started feeling shaky and sweaty. The pt treated himself by eating something. The pt didn't remember when the incident occurred. He said he performed control solution testing with the reported vial of test strips. He obtained results of 126 and 134 mg/dl; the specified control solution range was 94 to 126 mg/dl. The pt called lfs after performing the control solution tests. The cca noted that the reported tests strips were not expired, had not been open longer than the discard date, and had been stored correctly. The test strip vial was not cracked or broken. The cca walked the pt through control solution test with another vial of test strips; the result of 108 mg/dl was within specifications. The pt's products were replaced. This complaint is reported because the pt alleges he obtained inaccurately high blood glucose and control solution readings on the lfs product. He claims he took extra insulin based on the lfs product readings and immediately experienced symptoms that suggested hypoglycemia, which he self-treated by eating food.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.